Event description:
The customer reported that during a thyroidectomy, that the device had damage to its coating of the tip. Nothing fell into the patient cavity. New information 09/08/2014 device sample received for investigation and it was noted that the blue insulation on the jaw was melted and bare metal exposed.

Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed that the blue nylon insulation was damaged due to a thermal induced nylon distortion. A failure investigation was conducted for this issue. Repeated device activation and high duty cycle can lead to high temperatures that cause delamination of the nylon coating. We have been able to duplicate this in our investigation testing. The product instructions for use (IFU) warn against using the device as a bipolar scissor which can mimic the repeated activation/high duty cycle scenario. These incidents do not typically present any harm to the patient. Attempts to produce a coating that can withstand customer misuse have not been significantly successful in eliminating the failure mode completely. Complaints continue to occur at a low rate.